Event description:
The consumer reported three false positive results with the binaxnow covid-19 antigen self test, using unknown sample types. The first antigen self test was performed on (B)(6) 2022 which generated a positive result. The second antigen self test was performed on the same day, (B)(6) 2022 which generated a positive result. Confirmation pcr testing was performed by a doctor at a hospital's urgent care on (B)(6) 2022, using an unknown sample type, which generated a negative result. The consumer then took a third antigen self test after obtaining the pcr test on (B)(6) 2022, using an unknown sample type which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 2 of 3.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00680, 1221359-2022-00682.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 147265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147265 and device part number 195-430h / lot 141425a. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.